Manufacturer narrative:
The implant procedure notes did not indicate a product problem that would have caused or contributed to the event. Because these events have occurred at one particular hosp, further training regarding vessel preparation is in process to correct the problem. It is believed that prior to stent deployment, the target vessel is not being dilated wide enough to accommodate the stent resulting in an elongated stent. Additionally, a stent sizing chart is being added to the instructions for use to clarify which stent sizes to use in relation to the vessel size. The MFR was notified of this event along with 6 other events on a summary report from the duplex imaging facility in germany. Note that this stent was implanted in (B)(6) 2009. Although there was no reported intervention or injury for this pt, this event is being reported because of a previous stent elongation event requiring intervention.

Event description:
It was reported that it was extremely difficult pre-dilating the occlusion due to severe calcification; 3 balloons bursts in the process. Initially, pre-dilation was done with a 3 and 4 mm balloon and then a 5mm balloon used for segments with short strictures. The stent was positioned from the distal segment of the sfa. Another mfrs 20mm stent was placed adjacent to the 120mm stent due to significant residual stenosis in the proximal segment. The final stent length (including the 20mm stent) was 269.89mm. Post-dilation over the entire area was done with a 6mm balloon at 12 atu. Unsuccessful initial attempt to aspirate was done due to thrombosis in the origin of the sfa. Low pressure dilation with a 6mm balloon at 4 atu was done for 3 minutes. The final angiogram showed good flow with no significant residual stenosis. Duplex imaging at 6 months shows that the treated vessel is not patent. There was no reported adverse effect to the pt. The pt is in the (B)(6) study in (B)(6).